Manufacturer narrative:
Approximate age of device ¿ 42 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient complained of pain at the driveline exit site. Pus was present. Culture was (B)(6) for serratia klebsiella pneumoniae. The driveline infection was treated with 14 days of oral ciprofloxacin. The driveline infection reportedly began on (B)(6)2016 and resolved on (B)(6) 2016.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.